Event description:
It was reported that the user¿s insulin dosing stopped when the steel infusion set and cartridge were not changed before sleep, resulting in hyperglycemia, and dosing resumed after the user was guided through a supply change and insulin delivery was restarted. Symptoms included elevated blood glucose of 241 mg/dl without additional symptoms. Outcomes included resolution after supplies were changed and therapy resumed, with no hospitalization or emergency care. Investigation included troubleshooting and user education regarding supply replacement and resuming insulin delivery. Investigation of this case revealed therapy interruption due to an infusion set and cartridge not being replaced on time, with return to therapy after successful supply change and restart. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin delivery.